Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 04/26/2017. Complaint for an unexpected g5 mobile application shut-off was confirmed. The root cause was determined to be structured query language error (sql) post investigation.